Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during use on patient, the surgeon tried to put clips onto cystic duct but the clips were not forming properly. The device was removed from the patient. Subsequent firings resulted in more additional malformed clips. The device jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer. The analysis results of the found that it was received with the tip of the advancer bent causing that the tissue stop loses its position and making the instrument non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, four unformed clips inside the clips track were found. However, it could not be determined what may have caused this condition of the tip of the advancer. No incident related to the reported event was observed during the batch record review.